Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during unpacking of the mini vision, the stent dislodged inside the protective sheath, when the sheath was removed. This device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results: a definitive root cause for the dislodged stent in this case could not be determined. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned without any blood visible. There was moisture in the balloon and inflation lumen. The stent was returned dislodged from the balloon and was located in the protective sheath. No damage to the stent was noted. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were bends in the hypotube 3 cm, 27cm and 67cm distal to the strain relief tubing. No other damage to the catheter was noted. A laser micrometer was used to measure the stent outer diameters. The dimensions did not meet mfg criteria. Pin gauges were used to measure the inner diameters of the protective sheath. The dimensions met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned sds. It was reported that when unpacking the sds, the stent dislodged inside the protective sheath, when the sheath was removed. Results from the analysis confirmed the stent dislodgement. Visual inspection of the sds noted no damage to the stent. The balloon was tightly folded, with crimp marks visible between the balloon marker bands. The proximal shaft (hypotube) was found to have multiple bends along the length. This mechanical damage most likely occurred when packaging the sds for transit back for abbott for analysis, as no damage to the hypotube was noted as being observed in the pre-inspection. Dimensional inspection of the tip seal length and the balloon protective sheath inner diameter were within specification. The crimped stent outer diameter was measured and found to be outside of the mfg specification. However, since the crimped stent outer diameter is verified 100% at the time of MFR, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. Other potential causes of dislodgement, as observed in past incident, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info suggests any of these causes is the most likely cause, but from the case info and the analysis, this does not appear to be a mfg related issue. A definitive root cause for the stent dislodgement in this case cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.